Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported intermittent issues in which they are having to increase the laser power settings to greater than 500 when using probes from a different manufacturer. This was noticed during an endolaser procedure. The procedure was completed with no impact to the patient. This is the second of three reports for this facility.